Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure, during which the ipg was explanted and replaced due to a fully depleted ipg battery that could not be recharged. Postoperatively, patient is doing well as far as coverage. The explanted ipg will not be returned for analysis, as it was retained by the facility.